Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was severely calcified arteries. It was reported that after the stent graft was successfully deployed, the delivery catheter was difficult to remove from the patient. It was reported that with some additional maneuvering the physician was able to withdraw the nose cone back in the stent delivery sheath. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: delivery catheter, device discarded.